Event description:
It was reported that the filter was difficult to deploy. The legs were stuck in the spline, but the doctor was eventually able to deploy the filter. The filter was implanted in the intended site. No injury to the patent was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. No device evaluation could be performed since the filter remains implanted and the delivery system was not returned to manufacturer. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current information for use (IFU) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.